Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricle (lv) lead will not capture when it is programmed to left ventricle tip to right ventricle ring and the lead impedance is undefined. It was further reported that when the lv lead is programmed to unipolar it is able to capture. Possible issue with either the lv lead or the right ventricle (rv) lead as they are sharing the right ventricle ring. Both leads are still in use. No patient complications have been reported as a result of this event.